Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Email inquiry forwarded from helpline states: we use bard power piccs. One of our floor nurses has a patient with an occluded line that is dedicated for tpn. Ins standards say to use a 70% ethanol solution to break up the lipids. However, will this damage the PICC since it is polyurethane? Please advise on how to clear the line. Ms&s responded: informed inquirer that we recommend speaking with the physician about using cathflo on the occluded line. Follow the manufactures recommendation for use of the medication. Can you provide me with your contact #, facility address along with the ref#/product code and lot number of the PICC line. I will forward this information to our field assurance department. No response received from inquire with product information. Case forwarded to fa via email. Additional information from rn stated he exchanged the PICC.